Event description:
The surgeon used 4.0 mm angled aggressive meniscus and during procedure metal shavings were observed on the arthroscope monitor. Immediately removed the product and requested another shaver 4.0 mm aggressive meniscus. Irrigated the right knee until shavings not observed on monitor.